Event description:
It was reported that during the pulse generator implant procedure, inserting a lead into the atrial port of the pulse generator was difficult. Mineral oil was used to insert the lead into the atrial port and the pulse generator was implanted. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.